Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that following a recent car accident, the patient's urinary symptoms were not as controlled as they were prior to the accident. They also reported a discomfort in their abdomen similar to a menstrual cramp. When asked if the patient had tried adjusting the device and decreased stimulation to try to alleviate any potential discomfort caused by the stimulation, they replied they had tried to adjust the parameters with no success. The car accident was noted as an environmental/external/patient factor that may have led to or contributed to the issue. The patient had tried to adjust the stimulator themselves, but were still experiencing discomfort. A manufacturer representative planned to meet the patient in the implanting physician's clinic on 2021-(B)(6) . No interventions/actions were set. Troubleshooting was planned to occur on (B)(6). The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were not able to ascertain how the motor vehicle accident affected the therapy for this patient.. Patient reports being nervous that the device is not working correctly but however confirm that the device is working appropriately. It was also stated that the cause of no able to adjust stimulation was likely user error as there was no issues with the programmer and patient remote is working as expected. The mdt rep changed programs and patient felt satisfied with the location of the stimulation in the midline of her pelvic area. And the issue was resolved. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient loss of therapy. The patient  stated that on saturday they were in an accident and sunday their urinating symptoms/problems returned. The patient stated that they are nervous they did something to the device because when they tried to make adjustments to their therapy today, stimulation wouldn't increase and they are getting an upper limit reach symbol on the programmer. On the call, the patient stimulation was at 0.0 v on program 1 and stimulation was off. The patient stated that they thought they turned stimulation back on after foot surgery last friday (B)(6) 2020), but now they do not know. After stimulation was turned back on they received a upper limit message when attempting to increase stim past 0.0v on program 1. The patient then changed to program 2 and was able to increase stim to 1.7v and is comfortable. The patient will monitor symptoms now that change was made and will follow up with hcp if it doesn't resolve and call to get their device checked after the accident. There were no further patient complications are anticipated or expected as a result of this event.